Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient. The samle was not available. No further issue or adverse event was reported. An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. A batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated that he verified that the patient line had primed. The hp also stated he pressed go to start the initial drain after he had connected. The technical service representative (tsr) assisted the hp to disconnect using aseptic technique and to remove cassette. The hp confirmed to start over with new supplies and to notify the peritoneal dialysis nurse. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4).the product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.